Manufacturer narrative:
The cobas e 801 module serial number (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace contained sample-related alarms, indicating a sample quality issue (sample short alarms). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys igf-1 and elecsys insulin assay results from one patient sample tested on the cobas 8000 e 801 module. This medwatch is for the elecsys insulin assay. Please refer to medwatch with a1. Patient identifier (B)(6) for the report on the elecsys igf-1 assay. Igf-1 on (B)(6) 2025: the initial result was 7 ng/ml. On (B)(6) 2025: the repeat result was 490 ng/ml. Insulin on (B)(6) 2025: the initial result was <3 pmol/l. On (B)(6) 2025: the repeat result was 103 pmol/l. The initial results did not match the patient´s clinical data, prompting the rerun.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration and qc results were acceptable. The alarm trace contained sample-related alarms (sample short), which indicate a sample quality issue. The preanalytical data showed that the patient sample had a coagulation time of greater than or equal to 15 minutes; the investigation determined that this clotting time may have been too short. The patient sample was centrifuged for 10 minutes at 3301 x g; the investigation determined that the maximum recommended g-force was exceeded by 10% and the duration was too long for the applied g-force. The investigation determined that the event was consistent with suboptimal sample quality and insufficient sample resulting from improper sample handling. A general reagent or analyzer problem was not present because the qc results before the event were within acceptable ranges. Also, non-systematic and irreproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.